Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: -examination of part showed signs of repeated use and wearing. This makes the parts not reportable. -review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001822565 - 2021 - 02002, 0001822565 - 2021 - 02003, 0001822565 - 2021 - 02004 , 0001822565 - 2021 - 02006, 0001822565 - 2021 - 02007 , 0001822565 - 2021 - 02010 , 0001822565 - 2021 - 02011.

Event description:
It was reported that parts were found fractured during sterilization. Attempts have been made, but there is no additional information at this time.